Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, it was reported open circuits were noted in all electrodes. Explant and reimplantation is planned but has not taken place at the time of this report.